Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The malfunction alarms were cleared with pump resets, and insulin delivery was resumed successfully. Customer¿s blood glucose levels were 116-155 mg/dl.